Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the pt experiencing flickering pictures, glare, and blurred vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damaged was observed to the optic. The lens was returned in a contact lens container. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damage is potentially related to customer handling. Add'l info has been requested. (B)(4).